Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed a discrepancy between the sensor glucose and blood glucose values that triggered a threshold suspension. The customer experienced bleedign at insertion site and received a sensor updating alert and calibration not accepted alert. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7040b. Troubleshooting was performed for difference between glucose values. The sensor glucose value was 63 mg/dl, while the blood glucose value was 156 mg/dl, resulting in a difference of 93 mg/dl. The difference was outside the target range, and insulin delivery was suspended due to the low sensor glucose value (63 mg/dl), triggering a suspend on low/suspend before low event. The low limit in the sensor settings was 70 mg/dl. It was explained that the sensor may no longer have been responding to glucose changes, and possible causes were reviewed with the customer. Troubleshooting was performed for the site issues, advised to change the product. Troubleshooting was performed for sensor alert and customer experienced behavior for longer than 3 hours. And instructed customer that non-serialized product being replaced. No harm requiring medical intervention was reported. No product return is required for mmt-1884. Mmt-7040b was requested, and the customer response was the device will be returned.